Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) complained of increased urinary incontinence over a period of several months. Upon examination it was determined the patient had experienced sub-cuff atrophy. A surgical procedure was performed during which all components of the existing device were explanted and replaced with a new aus. No additional patient complications were reported; the patient has since recovered.